Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's flow sensor test failed. The ventilator was investigated by our field service engineer on-site and the expiratory cassette and the air inlet filter was determined defective and replaced which solved the issue. The issue was confirmed in the provided log files. No replaced parts have been returned for technical investigation. Therefore, the true root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator's pressure transducer was found defective. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).